Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.2cm to 11.5cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported noise anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead was explanted and successfully replaced on (B)(6)2015.

Event description:
It was reported through remote transmission that multiple noise episodes were observed on the right ventricular lead. No patient symptoms and intervention was reported.